Manufacturer narrative:
(B)(4). Investigation summary: no product or photo was returned by the customer. The customer complaint of separation below drip chamber could not be verified due to the product not being returned for failure investigation. A device history record review for model 10013364t lot number 20085433 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 26aug2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Investigation conclusion: this incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Root cause description: the root cause of this failure could not be identified without a failure investigation. Rationale: since no samples displaying the reported condition were received corrective actions are not necessary.

Event description:
It was reported that sec w/ss dc 20dp & hanger tex broke. The following information was provided by the initial reporter: event 1: incident date: (B)(6) 2020, material #: 10013364t , batch/ lot #: (10)20085433 . Contaminated with chemo and sample discarded. It was reported that on two separate occurrences, the secondary set broke below the non vented drip chamber that connects to the tubing.